Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient developed an infection and the device was removed on (B)(6) 2017. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.